Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study (B)(6) approval study, (B)(6). It was reported that on (B)(6) 2022, that a 35 mm portico ng valve was implanted using a flexnav delivery system (ds) lg through a right femoral access site. The patient had the comorbidities of coronary artery disease (cad), giant cell arteritis, and heart disease. Once the patient returned to the ward, the patient was found to have left bundle branch block (lbbb) and their left femoral groin venous puncture was oozing. The lbbb self-resolved and the left femoral groin required manual pressure with a fem stop was applied. The left femoral site continues oozing so the fem stop was removed and manual pressure was applied for 45 minutes. The right access site, used for the ds access, developed a small hematoma and oozing so bilateral manual pressure and a fem stop were used and successfully resolved both symptoms were resolved. On (B)(6) 2022, lbbb presented again so the patient was kept overnight for monitoring. No intervention was performed for the lbbb. On (B)(6) 2022, the patient was discharged. On an unknown date, the patient re-presented to the ed due to on-going bleeding and the dressing was changed. No additional information was provided. No additional information was reported.

Manufacturer narrative:
An event of "small hematoma and oozing" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.